Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: ID: 1. Inratio: 1.2. Lab: 4.3.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: ID: 1. Inratio: 1.2. Lab: 4.3. Mean: 2.75. Confident limits: 1.7-3.8. The lab value is not within the confident limit as per internal procedure t#0150 rev. 2. Product will be investigated.